Event description:
Hearing aid "threads" and hook connection threads are cheap plastic - used to be metal holds for 2-3 weeks on a precision instrument not good. I'm legally blind. Take a bus to dispenser. Phonak gave her free hooks and said I don't charge. Travail for me. What controls and oversight on these many companies making them? Same pill can be quite different depending on co. If I take tenormin and lasix for bp reading is 120/68. Atenolol and generic for lasix, its 140/78. So, I pay for lasix use atenolol and compromise for 130/78. Generics are not equal to brand names. No way. Mycolog cream ii is all watery and not usable; fougera is very good. Suppliers don't want to give fougera to pharmacies. Store even lied and said fougera went out of business. Why should a supplier make a medical decision for me? Fougera told me they are not allowed to sell to me nor to pharmacies. Why not?. Finally got it for me. It's very hard to be a consumer these days. What should be simple is so complicated. Hope you can read this. Best I can do under my wonderful vision machine - eclipse. First screen auto focus closed circuit tv. Many thanks.